Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019 the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged a crack in the pump case. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device analysis: the device was returned to the manufacturer and investigation completed by product analysis on 10-apr-2019 with the following findings: on investigation, the battery compartment was confirmed to be cracked. Investigation duplicated the complaint.